Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "revised due to no apparent ingrowth into the cup. The surgeon felt he may have not reamed deep enough on the primary procedure."